Event description:
The customer reported that erroneous elevated cardiac troponin (accutni) results were generated on an access 2 immunoassay system for a single patient's sample over multiple days. This report represents the erroneous elevated accutni results generated on (B)(6) 2012. Beckman coulter inc. Assessment of customer supplied data indicated the generation of an initially elevated accutni result, above the acute myocardial infarction (ami) threshold. Upon multiple repeat analyses on the original instrument, corroboratory and reproducible elevated accutni results were obtained. It is unknown as to which sample result was reported from the laboratory. For the purposes of this event, it will be assumed that one of the erroneous elevated accutni results was reported outside of the laboratory. The patient was transported, and assumingly admitted, to a different facility. Upon repeat testing using an alternate method, multiple negative accutni results were obtained. The accutni reagent and calibrator lots associated with this event were 219417 and 121451 respectively.

Manufacturer narrative:
Service was not dispatched to the site. Beckman coulter inc assessment of customer supplied instrument/assay performance data indicated that all system parameters (including quality control, calibration curve, and system checks) were performing within assay/instrument specifications. The customer reported no errors in the analyzer's event log at the time of the event patient samples are being returned to beckman coulter inc. For heterophile testing however have not been received to date. The failure mode for this event is unknown. Mdrs associated with this event: 2122870-2012-01741, 2122870-2012-01746, 2122870-2012-01747.